Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
The right atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts to acquire more information were unsuccessful. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.